Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 12-jun-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated that his wife had discarded the remaining pen needles. No further information was provided.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported via e-mail by retailer (walgreens product quality case report reference # (B)(4)) on behalf of the customer and customer was contacted via telephone. Customer stated the pen needles were for their teenage son, who is a type 1 diabetic. Customer stated the 32g pen needles did not properly align with the pen needle injector. Customer stated that the customer had to discard one of his pens, as the needle had pulled the top off since it did not fit properly. Customer also stated that the pen would jam when using their other type of insulin. Customer was unable to provide the lot number of the pen needles. No symptoms and no medical intervention related to the use of the product was reported.